Manufacturer narrative:
(B)(4) concomitant medical products: tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598005701 lot # 62261749, femoral component option size f right compatible with lps-flex prolong catalog # 00596401652 lot # 62267646. (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing ache and noise from knee five years post-implantation. Subsequently, the patient was revised due to a fractured device.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: additional: complaint sample was evaluated and the reported event was confirmed. Visual evaluation of returned device shows the sign of wear. Also post feature of the articular surface was fractured. Additionally, sem analysis was performed and identifies possible impingement damage near the bottom of the post on the anterior right side. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.